Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that their infusion sets tubing occasionally gets kinked at night due to tossing and turning. It was also noted that the customer has experienced low blood glucose readings between 20 mg/dl and 30 mg/dl. Customer stated that he treats his low blood glucose readings with food and drinks. No medical intervention was required. No further information reported.